Manufacturer narrative:
(B)(4). Exact date of implant is unknown.

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 67 mm diameter abdominal aortic aneurysm. It was reported that the 3-year postoperative follow up was supposed to be performed; however, the patient passed away due to rupture. As for the aneurysm, it has been unchanged in size of 67mm in diameter. It was also noted that the postoperative angiography showed slight amount of endoleak at the proximal side, but it was considered to be type IV endoleak. Per the physician the cause of the event is anatomical. It is inferred that the patient's aorta was wide and fragile. No further information was provided.